Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx closure device was implanted after meeting release criteria. One-month post-implant the patient arrived at the emergency department with shortness of breath. The patient had rapid ventricular rate and was shocked by their implanted cardioverter defibrillator (ICD). A transthoracic echocardiogram (tte) was performed, and the watchman flx closure device looked odd, so a transesophageal echocardiography (tee) was performed. The tee was compared to the implant tee and the watchman flx closure device was noted to have shifted. The physician adjusted the patient's ICD settings and decided to leave the implanted watchman flx closure device as it but keep close follow up on the patient.